Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a major bacterial infection. The blood culture was found to be positive. The patient was given antibiotic drug therapy only. The cause of the infection was depending on the patient's condition. It was probably related to the device. This was bacteria from a previous device infection that relapsed. This patient was admitted from (B)(6) 2024. The patient was admitted again for this infection from (B)(6) 2024. This time, the patient was treated with vancomycin orally. The patient was then admitted again for this infection from (B)(6) 2025. The patient was treated with antibiotics again.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The bacteria identified was corynebacterium. The device operated as expected. The patient had a fever. The infection had resolved. The plan of care was continued antibiotic therapy. There was no causal relationship with the device for the previous infection. The rationale for this was it was not related to the heartmate for the previous infection (MFR # 2916596-2025-05043).